Event description:
The hospital biomedical engineer reported the device stopped working during preventive maintenance and it would not power back on. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The manufacturers service technician was able to duplicate the ventilator would not power on. The service technician replaced the power management pcb board to address the reported problem. Applicable final testing was completed and tests passed to operating specifications. Analysis of the power management pcb board revealed a component failure that may result in the unit shutting down and alarming during use in normal ventilation operation.